Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the log files retrieved from the returned system controller identified events that appear consistent with full depletion of both 14v batteries and the backup battery as a result of the patient sleeping on batteries, a specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. The log files retrieved from the returned system controller, serial number (B)(6), were fully evaluated under (B)(4). Per this evaluation, a low battery advisory alarm was captured on (B)(6) 2020 at 09:37 pm, which progressed to a low power hazard alarm starting on (B)(6) 2020 at 11:57 pm. A no external power was captured on (B)(6) 2020 at 01:07 am, indicating that both 14 v batteries fully discharged and the system was being supported by the system controller¿s backup battery. The system continued to operate on the backup battery until the pump speed decreased to 0 rpm on (B)(6) 2020 at 02:55:28 am and there was a complete loss of power to the controller at 02:55:33 am. The next data entry captured a charged battery being connected to the black power cable, and the pump restarted at the set speed. A charged battery was then connected to the white power cable. Of note, a controller clock not set alarm was active during this time. An intermittent low flow alarm was then captured, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. The low flow alarm then became persistent and the calculated flow decreased below 2.0 lpm. These findings appear consistent with the report of the patient expiring on (B)(6) 2020. The driveline was disconnected approximately 2 hours and 48 minutes after power was restored to the system, and the controller shutdown sequence was then started approximately 26 minutes later. The account communicated that it was not known whether (B)(6) would be returned; however, the pump has not been received to this date. If the device is received in the future, the investigation file will be reopened to capture the evaluation of (B)(6). The heartmate 3 lvas IFU provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The heartmate 3 lvas patient handbook outlines battery charge level and fuel gauge display. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. This handbook also indicates that the user must connect to the power module or mobile power unit when sleeping; otherwise, the alarms may not be heard. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient expired on (B)(6) 2020. The patient expired at the (B)(6) rehabilitation and nursing center. The cause of death is unknown. It is unknown whether the death was device-related. It is unknown whether the pump will be returned. A review of the log file noted pump stops which appeared to be the result of the patient sleeping on batteries and fully depleting both 14 volt batteries and the backup battery. Low flow alarms were also noted intermittently.